Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the device alarmed watchdog set test failure alarm. Customer's blood glucose was 154 mg/dl. Device would not stop beeping and act button was not responsive. During troubleshooting, device had a blank display. Device alarmed unexpected restart alarm. After troubleshooting, customer was advised the battery cap will be replaced. Customer will not be returning the device for analysis.